Event description:
In 2009, a cardiva representative was notified of a diagnostic case performed one month prior, on a female patient (pt) with hypertension and cad. The catalyst ii wire was inserted thru the in-dwelling 5fr sheath in the right common femoral artery and dwelled for 5 min. No anticoagulants were administered. Catalyst ii wire performed as intended and provided temporary hemostasis. Manual compression was applied. Pt became nauseated and blood pressure dropped. CT was performed and a retroperitoneal bleed was observed. Pt was sent for surgery and the vessel was sutured. One unit of prbc was transfused. The performing surgeon stated manual compression could not have achieved final hemostasis due to the "high" access site. The patient was discharged the next day without sequela.

Manufacturer narrative:
The reported information states the device performed as indicated. The catalyst ii wire deployed, demonstrated initial hemostasis and de-deployment successfully. The catalyst ii system IFU states in the caution section to not access the site above the inguinal ligament. It appears this device was used in this manner. The catalyst ii system was used "off label" which may have contributed to the event. The lot number was not available thus a batch record review was not able to be performed. The device was not returned and an investigation was not able to be performed.